Event description:
Incorrect activated partial thromboplastin time result was reported by the lab. Lab user placed the reagents on the analyzer incorrectly, not in accordance with MFR's instructions in both applications sheets and instruction manual. The actin fsl reagent was positioned in the calcium chloride reagent position and vice versa. Erroneous results were obtained and reported. Upon discovering the error. The lab placed the reagent in the correct position on the instrument and retested. The sample. The pt's heparin dose was lowered from 1700 u to 1500 u based on the erroneous result. Heparin was discontinued after the corrected result was received there were no adverse health consequences due to the incorrect test result.